Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost a significant amount of weight and would like her scs ipg moved to a different location. The patient met with her physician and sjm representative who ran diagnostic testing on the scs system. The scs system revealed no anomalies and the patient reported effective stimulation. The patient will track usage and charging times and meet with the physician again in a couple of weeks.